Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was received in two sections as a result of a break in the hypotube. The break was located at 76cm distal from the strain relief. Further visual and tactile examinations identified no other damages along both sections of the hypotube break. A visual and tactile examination identified no kinks or damages in the polymer shaft. A microscopic examination of the break site identified no issues with the hypotube which could have contributed to the break. The break is consistent with excessive force having been applied to the hypotube. A microscopic examination of the distal identified no damages. A detailed microscopic examination of the balloon material identified no damages. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the tip section found no damage.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 15mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the device was inserted through y valve and about to be delivered into the lesion, but the balloon delivery shaft was deformed and fractured 40cm from the hub. The balloon was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 15mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the device was inserted through y valve and about to be delivered into the lesion, but the balloon delivery shaft was deformed and fractured 40cm from the hub. The balloon was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient status was stable.